Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2005 the patient had a posterior vaginal repair and an obturator sling was implanted. Following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced fistulae. It was reported that patient underwent mesh removal on (B)(6) 2005, due to infections. No additional information was provided. It was reported that following insertion the patient experienced urethral and bladder outlet obstruction. It was reported that patient underwent mesh revision on (B)(6) 2006 by dr. (B)(6) at (B)(6) medical center due to urethral and bladder outlet obstruction and persistent urinary tract infections. No additional information was provided.